Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2020, resulting in fixture loss. The patient was treated with antibiotic ointment following the loss. Re-implantation is planned; however, yet to occur.

Manufacturer narrative:
Per the clinic, there is now a reported infection. The re-implantation has not yet been performed. This report is submitted on may 5, 2020.

Event description:
Per the clinic, there is now a reported infection. The re-implantation has not yet been performed.